Event description:
It was reported that, "screw is backing out of bottom left side of plate. Locking mechanism on bottom right side of plate is sheared off. This was a revision from a surgery in (B)(6)."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion will be made available following an engineering evaluation.